Event description:
Technician alleged no head up function when operation was requested. Technician checked several possibilities and found valve with stuck plunger. He replaced valve to resolve issue.